Event description:
Lifepak 12 monitor-defibrillator was being used on a pt found in cardiac arrest. The quik-combo pads were placed on the pt. The lifepak 12 continued to indicate "connect electrodes". The cables were checked and noted to be properly connected. Three sets of quick pads were used in an unsuccessful attempt to resolve the situation. The lifepak 12 would not deliver the defbrillation. The ems crew obtained a lifepak 500 AED and used this device to defibrillate the pt.